Event description:
It was reported that the motor drive unit was sputtering and pulsating the disposable.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.